Event description:
It was reported that the access sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. During preparation the access sheath became kinked. The procedure was continued using this sheath. The first closure device was inserted into the was. The distal radiopaque markerband of the device was damaged upon insertion due to the kink. Another 30mm device was used to complete the procedure. No complications happened to the patient.